Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. Although it is unknown if the device led to the event, we are filing this report for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion at l3-l5 due to lumbar spinal canal stenosis. Intra-op, while removing the trial at l4/5 level with slap hammer, the trial hit the retractor by excessive motion, and bleeding occurred from artery. By pressing with gauze and using integran and floseal, bleeding was managed to be stopped anyway. But the amount of bleeding which was 50cc by then exceeded 500cc after olif was finished. It was said that the somatic artery was probably injured. The direct cause of the arterial injury was unknown. It was said that there is no problem with the patient's postoperative condition.